Manufacturer narrative:
On 24-jul-2020, mentor received additional information about the event. It was initially reported that the scheduled explantation date is (B)(6) 2020. New information received states that the patient underwent bilateral explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 380cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was reported. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 17-mar-2020, mentor received additional information about the event. It was initially reported that the patient underwent explantation on (B)(6) 2019. New information states that explantation surgery has not been performed yet and it is currently scheduled for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).